Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment milled 2012 has a screw that will not remain seated. Requested a replacement but this item is no longer made. Customer will reach out to lab for options. Currently, they have stabilized the implant for now.